Event description:
Patient who has had significant pain in her left hip following hemiarthroplasty for treatment of a fracture one year ago. Pain has persisted despite exhausting conservative treatment. Laboratory evaluation is not concerning for infection. Concern is for loosening of the current femoral component vs. Progressive degenerative changes in the acetabulum. The femoral stem was easily rotated, indicating loosening of the stem.